Event description:
It was reported that pump insulin gauge displayed amount different than expected and caller experienced issue with fill estimate. There was no reported impact to the customer¿s blood glucose level. Customer had not fully removed air from cartridge, so technical support reviewed correct cartridge preparation, guided caller through filling and loading new cartridge, and had caller deliver bolus to confirm updated estimate, after which displayed and expected values were aligned and issue was resolved, with no cartridge return needed.